Manufacturer narrative:
Review of medical records did not reveal any significant data in regards to this incident. Peritonitis is a known risk for peritoneal dialysis, usually caused by a break in aseptic technique. This event is being filed as MDR reportable serious injury to comply with our regulatory commitment to report any serious injury while using a fresenius device. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
On (B)(6) 2012 a peritoneal dialysis pt called fresenius technical support and during the call, the pt reported she had been diagnosed with peritonitis.